Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower all drawers, cubies and tower doors failed, when tried to recover it displayed as "device not detected on bus", device was rebooted but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) confirmed that doors 1 through 4 were off the bus. The tower controller board was replaced; however, no change was observed. The fse then noted that tower door 1 was electronically stuck in the open position. The latch and harness were replaced, but the issue persisted. The pyxibus cable was replaced with no improvement. Subsequently, the pyxibus was changed to a male connector cable, after which the tower began operating properly. It was also observed that the communication sled went down when connected to the female connector. With all doors initially off the bus, the controller board was replaced. Tower door 1 then remained electronically stuck open, prompting replacement of the auxiliary interface board. Following this replacement, all tower doors operated correctly. The latches were replaced with the new-style latches due to some doors exhibiting triple-clicking behavior. An open/close test was successfully completed, and the customer recovery was performed. The system functioned after the field service engineer repaired the device.